Manufacturer narrative:
Findings: unit was received with normal operating currents. Also passed self-test, unexpected restart error test, rewind test, basic occlusion test and displacement test. Unit was unable to prime at 2.5 lbs during prime test due to faulty force sensor (gold) unable to test for excessive no delivery alarms due to prime anomaly. No motor error alarm noted. Motor was tested outside of the device and passed. Unit had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 173 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates. The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 173 mg/dl. The customer completed the motor error troubleshooting resulted in pump replacement.